Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has experienced urinary incontinence even after device implant. The patient reported the need of using two to three pads per day. It is believed that the cuff is not tight enough. The patient is expected to get a second medical opinion.